Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The artifact in the image acquisitions was noted to be a black stripe on the bottom left corner and a 3d ring on the 3d image acquisitions. To restore functionality, the viewing station of the imaging system computer and detector were replaced on the imaging system. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system could not complete initialization. Once started, test image acquisitions were noted to have artifacts. There was no patient present when this issue was identified. No additional information was provided.